Event description:
Healthcare professional reported. Capsular contracture. Baker grade lll/lv. This relates to the left side. Device remains implanted.

Manufacturer narrative:
E1: phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade lll/lv.

Event description:
Health care professional reported capsular contracture baker grade lll/lv. This relates to the left side. Device has been explanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 05/23/2024.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6(b), h6.

Event description:
Healthcare professional reported left side capsular contracture, baker grade lll/lv. The device has been explanted.